Event description:
It was reported that a system error (se) 2367 occurred on a homechoice (hc) device during dwell the initial drain of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected to the device when the alarm occurred. Nothing unusual was noted with the setup of therapy. The care giver (cg) planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.